Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings: a review of the pump¿s black box showed no evidence of pump reboots. During investigation, a crack was observed along the side of the battery compartment threads. The test battery cap was able to tighten securely and the pump maintained power. During testing, a 24 hour duration test was performed with no pump reboots occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump would not power on. Reportedly, there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.